Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the removal of a pseudotumor in 2016. As reported in medwatch mw5101277, which included the revision of a stryker hip in 2013: "in 2016 a 12cm pelvic pseudotumor containing the prosthetic metals titanium etc., was removed, titanium etc. Were found in the pleural fluid and in the abdominal fluid..." Update as per received medwatch mw5101330: " the consequences I have developed have been: - thyroid nodules, pericarditis, in 2015 appeared a spot similar to acanthosis nigricans of considerable size, in 2016 a 12 cm pelvic pseudotumor containing the prosthetic metals titanium etc. Was removed, titanium etc. Were found in the pleural fluid, and in the abdominal fluid in 2016 removal of sub-mammary nevus for suspected melanoma and skin spot biopsy. "